Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing came apart from the blue connector. The following information was provided by the initial reporter: I also received another regular IV tubing set from the cardiology department where the pump section of the tubing came apart from the blue connector and they needed to replace the tubing.

Manufacturer narrative:
H6: investigation summary: a sample was received and investigated by our quality team. The separated tubing at silicon upper fitment was immediately noticed and the complaint has been verified. The sample was investigated under microscope and there were no abnormalities related to production noticed. This issue has been seen in the past as a root cause related to improper loading technique. Device record history reviews were performed for model 2420-0007 lots- 22025999, 22015874, and 22025000. There were no issues or quality notifications raised during the production of these sets.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing came apart from the blue connector. The following information was provided by the initial reporter: I also received another regular IV tubing set from the cardiology department where the pump section of the tubing came apart from the blue connector and they needed to replace the tubing.